Event description:
On (B)(6) 2019, a reporter for the patient (the patient's wife) contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter displayed error messages. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by medical surveillance. The reporter stated that the patient had been obtaining error messages for "several weeks". The patient manages his diabetes with insulin which the reporter assists him in adjusting. It is unclear if any changes were made to the patient's usual diabetes management routine after they started getting the error messages. The reporter indicated that the patient had also been getting "incorrect readings" which led to "low blood sugar". The reporter stated that around 2am on (B)(6), 2019, she attempted to test the patient's blood glucose levels and twice obtained error messages. She reported that shortly after 2am, that same night, the patient was "found unconscious". She indicated that a reading of "38 mg/dl" was obtained on the subject meter using a different vial of test strips and that around 2:30am, she administered a glucagon injection to treat the patient. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The reporter described the correct testing steps and confirmed that the test strips had been stored correctly. However, it was later established that the patient's test strips had expired in december 2017. The cca provided education on the meaning of the error messages and offered to walk the patient/reporter through a retest, but the reporter did not have testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign and symptom suggestive of a serious injury adverse event after obtaining error messages on the subject meter, while using expired test strips.